Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier instrument to perform failure analysis. The instrument was installed on an in-house system and driven. The instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). The clip stayed attached to the instrument and unable to be released. There was no bent clip tips observed.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the large hem-o-lok clip applier instrument was broken. The user completed the procedure with no further issue reported. No known impact or patient consequence was reported.